Manufacturer narrative:
Reliability engineering evaluated the device, and it was determined that the attachment had a worn/damaged bearing in the distal end. The damaged bearing allowed the cutter shaft to make contact the middle sub-assembly of the attachment, which caused it to shear. Bearing damage is often the result of normal wear out over time, but can be exacerbated by improper or ineffective cleaning and maintenance. (B)(4).

Event description:
Reporter from the u.s reported that the cutter broke during surgery and was difficult to remove from the device. The representative was unable to retrieve bearing sleeve. There were no reports of injury, however, it is unk if medical intervention had occurred. There was no add'l info available.